Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found. No insulin delivery defect was found. No activity related to the complaint observed in pump history. No prime issues observed in the black box, force readings were observed to be normal. .no data in black box or download histories from time of reported prime issue due to continued use. Rewind, load cartridge, and prime steps performed successfully. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump passed 29 hour flow accuracy test and found to be delivering within required specifications. No loss of primes occurred during testing. A loss of prime was induced; pump gave an audible and visual alert. The pump was opened and no damage was found to the force sensor circuit. Unrelated to this complaint, when the battery was removed and pump left without power for 6 hours it returned to default time and date upon being powered on again: pump was opened and the internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she experienced elevated blood glucose (bg) beginning on (B)(6) 2011 over 500 mg/dl with ketones, increased thirst, increased urination, and tiredness. The patient was reportedly giving corrections via syringe. The patient stated that the site and set were changed on (B)(6) 2011 and she was having difficulty priming the pump; the site and set were changed twice again on (B)(6) 2011. The patient contacted animas customer support on (B)(6) 2011. The patient denied any site or set issues. Customer support reviewed the pump with the patient and found that all settings and histories were correct, and determined that the pump was functioning appropriately. Troubleshooting indicated that the patient was not holding down the ok button long enough to prime appropriately. The pump is not being returned at this time. The patient resumed insulin pump therapy on (B)(6) 2011 and there has been no further reported issue. Follow up indicated that the patient's bg had come down to 290 mg/dl the afternoon of (B)(6) 2011 and the patient denied any further signs or symptoms of hyperglycemia. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy. Use error likely caused or contributed to the reported bg excursion.